Event description:
A report was received of a pt that underwent a pocket revision as the implantable pulse generator (ipg) was too deep underneath the skin. The ipg was adjusted using the same pocket and pt was able to charge and is doing well after the procedure.

Manufacturer narrative:
This is the final report.